Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump battery was depleting quickly. Reportedly, customer continued using pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.